Event description:
It was reported that an ilet user experienced fluctuating glucose readings with continuous glucose monitor (cgm) inconsistency, a post-meal hyperglycemic excursion up to 390 mg/dl that triggered automated correction boluses, followed by hypoglycemia that continued to trend downward reaching 40 mg/dl; the user then overtreated the low with high-carbohydrate snacks and confirmed values on a blood glucose meter. Symptoms included hyperglycemia and light-headedness during the hypoglycemic episode. Outcomes included transient glucose excursions with subsequent stabilization in range during the call, without need for medical intervention. Investigation included troubleshooting and user education on appropriate treatment of hypoglycemia and prevention of overtreatment, and review of device alerts and glucose trends. Investigation of this case revealed expected device function with automated corrections responding to elevated glucose, with the subsequent low associated with user overtreatment. It was concluded that the event was attributable to user management of hypoglycemia and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.